Manufacturer narrative:
Clarification was received that patient 1 was tested for crep2 and patient 2 was tested for gluc3. Patient 1 was born in 1951. Patient 2 is a female with date of birth of (B)(6) 1934. (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 2 patients. One patient had erroneous creatinine plus ver.2 (crep2) results and 1 patient had erroneous glucose hk (gluc3) results. The erroneous results were reported outside of the laboratory. Patient data was provided for the 2 patients. One patient is a female (B)(6) and one patient is a female with a (B)(6). It is unclear which results go with which patient. This information has been requested. Patient 1 initial crep2 result was 2.4 mg/dl. This result was reported outside of the laboratory to the intensive care unit. The physician did not believe the result. The sample was repeated with a result of 0.4 mg/dl. On (B)(6) 2015 patient 2 initial gluc3 result was 10 mg/dl. This result was reported outside of the laboratory. The reaction monitor was abnormal for this result. The laboratory informed the physician to perform glucose measurements with test strips. In the meantime, the sample was repeated with results of 160 mg/dl and 172 mg/dl. Neither patient was adversely affected. The crep2 reagent lot number was 616099. The expiration date was not provided. The gluc3 reagent lot number was 613359. The expiration date was not provided. Quality controls were acceptable. Calibration for both crep2 and gluc3 were acceptable. The field service engineer (fse) exchanged the gear pump head and sample probe. The fse checked pipettors, photometer, the flow rate rinse station and the cuvettes were new. No further issues were observed after the exchange of the gear pump head.